Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during the attempted implant of this lead, following several repositioning efforts, small r-waves and high pacing thresholds, were exhibited. The physician elected to remove the lead and replaced with another boston scientific lead of different model type. The lead is expected to be returned for laboratory analysis. No resulting adverse patient effects were reported.